Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery on upper right lobe resection, at opening and closing check, the motor sound pulsed, and an abnormality was felt when closing the jaws of the reload. Even though they pressed the upper button when opening it, only the motor sound pulsed, and it did not open. All except the handle were replaced, and the same operation was performed, but the situation was not improved, so all, including the handle, were replaced with new ones to resolve the issue. There was no patient injury.